Event description:
It was reported that the pt experienced pain at the implant site and it felt like the implantable neurostimulator (ins) could come out at any time. The symptoms began following implant. The pt was at home. It was also reported that the pt had the ins set at 1.00 and it was uncomfortable, but the pt wanted to increase the stimulation to 3.00, so they could walk better. It was also noted that the pt was not able to adjust stimulation with the pt programmer both with and without the antenna attached. The pt was getting the poor communication screen. After trying again, the pt was able to get settings on the pt programmer and increase stimulation. Additional info received reported that the pt was seen by the physician. The pt later underwent surgery on (B) (6) 2010 to fix the problem with the system. No pt outcome was reported.

Manufacturer narrative:
(B) (4)